Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. This code is used to address the failure to use the safety release mechanism to remove the device after difficulty advancing the thumb advancer. Per the instructions for use: do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, the starclose se sheath did not split completely. The safety release mechanism was not used to remove the starclose se device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Reason for reported (B)(4) changed from failure to use the safety release mechanism to remove the device, to - use of the starclose se clip in a calcified vessel per the instructions for use: do not deploy the clip in areas of calcified plaque. Visual and functional inspections were performed on the returned device. The reported sheath split issue was confirmed based on the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The starclose se instructions for use states: do not deploy the clip in areas of calcified plaque.